Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a roux-en-y, the proximal donut was not complete upon inspection. A linear stapler was used to complete anastomosis.